Event description:
The patient received inappropriate shocks due to oversensing. During explant, insulation damage on the pace/sense part of the lead was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the lead was fractured due to fatigue.